Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt record indicated that the pump was in use from (B)(6) 2009 until the present time without reported issues. A review of the black box revealed that two re-boot events had occurred and could be induced with the battery cap tightened until the o-ring was properly seated and the cap was flush with the pump case. The battery cap contacts were measured and found to be out of specifications. A re-boot or power loss event could not be duplicated or induced using a test battery cap. Investigation found that the pump powered up properly using the test battery cap. The pump was exercised for 24 hrs with no power issues.

Event description:
It was reported that the pump lost power without user intervention. The pt stated that the pump displayed the verification screen without removal of the battery multiple times during a four week period. She denied issues with blood glucose excursions related to this issue. The pt examined the battery cap and confirmed that the battery cap threads were intact, the metal contacts appeared normal, and the spring was present. She examined the pump and confirmed that the battery compartment threads were intact and there were no cracks in the pump housing. The pt noted that the battery cap was approx one and one half years old.